Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is not shocking. Device was in clinical use without reported patient harm, but may delay treatment. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
As per further confirmation, this case was open in fact for the wrong device. There was no further notice of another defective device.